Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous right coronary artery (rca). A 2.5mm non bsc balloon was used to predilate the lesion and then a 2.50x12mm taxus liberte stent was advanced to the rca; however, the device was unable to cross the lesion. The device was withdrawn from the patient and it was noted that the edge of the stent was damaged. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4)